Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: tritanium revision acetabular; cat#509-02-58f; lot#8w7jv8. Delta c-taper head 36mm +0; cat#18-3600; lot#60366602. Secur-fit max 132 hip stem #12; cat#6051-1240s; lot#mnl277. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.

Event description:
Patient was re-implanted on (B)(6) 2018. After two weeks, patient returned with an infected hematoma and continued periprosthetic joint infection. Patient then underwent one-stage exchange of the right hip with all implants revised (B)(6) 2018.